Manufacturer narrative:
The pump was returned to animas for eval. During eval the force sensor was found to be out of calibration and the force sensor assembly was damaged.

Event description:
Pump was returned for multiple loss or prime alarms. Eval revealed a damaged force sensor assembly and an out of calibration force sensor. This report is being made based on the eval results.